Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white particles on device inner surface, brown particles on outer surface, delamination of the diaphragm valve, crease fold, and wear abrasion. A leak test was performed and no leakage was identified. A microscopic analysis was performed which identified the diaphragm valve completely delaminated from the implant, assessed as adhesive failure. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Documentation received from a patient representative states patient experienced progressive pain, soreness, and a burning sensation. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. These losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for the left side.